Event description:
It was reported that the right atrial (ra) lead was undersensing. (B)(6) technical services (ts) referred the patient to follow up with cardiologist. This device remains-in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b) (2).